Event description:
The customer reported that a stuck button error message was displayed. A philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator. The fse stated that the error message occurred while the patient was being loaded onto the system and that the message could be cleared by pressing any button. The fse evaluated the log files, found rightmmin and rightmmout errors and determined that the gantry control board had failed and replaced it to resolve the issue. A philips development engineer (pde) reviewed the bug report, which showed that the move marker in and move marker out buttons were stuck. The pde reported that pressing a button would clear the error, but that it would return again after 2 minutes when the stuck button test timed out again.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 22-dec-2014, the customer, (B)(6), reported that during a patient procedure, while attempting to load a patient using the gantry control panel, a stuck button error message was displayed. There was no harm to a patient, operator or bystander due to this issue. The customer contacted the philips help desk to inform them about the event. The fse arrived on site and evaluated the system. The fse stated that the error message occurred while the patient was being loaded onto the system and the message could be cleared by pressing any button. The fse replaced footswitch tableside control pcb assembly and rh(right hand) panel w/ microphone assy which did not resolve problem. The fse evaluated the logfiles, found rightmmin (right move marker in) and rightmmout (right move marker out) errors and determined that the gantry control board had failed. The fse replaced gantry control board to resolve the issue. After the service, the system is working as specified. The bug reps/log files were provided by the fse for investigation. The logs were reviewed by a software development engineer. The engineer reported that the logger.mdb showed stuck move marker in and move marker out buttons being reported on the right gantry control panel between 11:46 am and 1:56 pm on (B)(6) 2014. This should not be caused by the multi-function foot switch as it is connected to the horizontal in and out buttons and not the move marker buttons. Since replacing the gantry panel did not resolve the issue the next logical step is that replacing the display board might resolve it. Unexpected motion could occur since the couch might move in or out when some other motion is requested. Motion will stop when the other button is released since the motion enable signal would be removed (motion requires a direction and an enable in order to occur. In this case we have a direction but not the enable with the stuck button). CT engineering determined this issue to be an acceptable risk with the following mitigations for this issue: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. CT engineering evaluated the log files and determined that the gantry control board had failed. After replacing the gantry control board the issue was resolved.